Event description:
My tandem pump t:connect crashed due to battery depletion after fully charging the device the night before. I was out of town and did not have backup supplies with me. I had to go for 5 hours without my pump. Once I got home I injected backup insulin with a pen to bring down my high glucose readings. Had I been further than 3 hours away from home I don't even want to think about what could have happened.